Manufacturer narrative:
The investigation for the low pump flow and limb ischemia has been completed. The product and data logs were not returned for review. Based on clinical description, the root cause of low flow was most likely patient condition related. The root cause of the limb ischemia could not be determined without additional information.

Event description:
The complainant had a impella cp pump placed to support a younger patient admitted in with acute myocardial infarction, cardiogenic shock and ventricular fibrillation arrest. The pump had persistent low flows that were treated by volume and blood delivery. Additionally, the patient had a sheath placed for limb perfusion. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿